Event description:
Female pt with a past history of previous pci, previous CABG, chf, hypertension, and high cholesterol was admitted to the hosp with a chief complaint of silent ischemia as evidenced on functional stress test. The pt was currently taking aspirin, beta-blockers, ace-inhibitors, statins, and plavix. The pt was taken electively to the cardiac cath lab, where a bolus of units of heparin was administered via IV. No gp iibiiia's were reported. Angiography revealed a 90%, 20mm long, instent restenosis (unk bare metal stent) in obtuse marginal branch. This lesion was treated with balloon angioplasty only.